Event description:
The customer reported the system displayed a bv camera error. The fse noted the system this error will likely lock the system up rendering it unable to make fluoroscopic x-rays. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.